Event description:
It was reported that the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the c-arm cable. The sys operates as intended.